Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The cap was noted to be tightened on the luer. The root cause of the leak condition was delamination (material build-up) on the core pins causing surface roughness on the winged luer cap. The corrective action was to change the core pins from round polish to draw polish. In addition, an inspection protocol was implemented to cross-section one complete shot every eight-hour shift and perform an inspection of the inside surface of the part. Baxter (B)(4) acquired new material core pins that will prevent delamination. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) product surveillance received a complaint that a leak was noted from the blue winged luer cap of an intermate unit after being filled with pamidronate. The problem was noted prior to product use and there was no patient involvement. Sample is available for evaluation. No medical intervention. No additional information is available.